Event description:
The customer reports that the device won't turn on / off. No patient involvement is noted.

Manufacturer narrative:
The reported event of the customer reports that the device won't turn on / off. No patient involvement is noted was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 10/02/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The device was not returned to cad or the service depot for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. H3 other text : no product returned.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device would not turn on or off. There was no patient involvement.